Event description:
Noise was observed on the egms, indicative of an rv lead fracture or an abrasion between the ra and rv leads. The patient noted falling in june but didn't report any earlier falls. The ra lead was explanted, and the rv pace/sense portion of lead was capped. The defib portion remains active.

Manufacturer narrative:
No medwatch form was received.